Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. \ device passed the displacement test but pump alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify device deficiency anomaly due to pump alarm.

Event description:
Customer's mother reported via phone call that serter device was pulled way the needle hub stuck in the serter device and would cause the sensors to came out. Customer's blood glucose level was 250 mg/dl and bolus was used. Customer's mother declined troubleshooting for high blood glucose. The device will not be returned for analysis.